Event description:
While assisting a (B)(6) male patient, a zoll patient service representative (psr) contacted zoll customer support to report that the patient was receiving a code 110 overvoltage set. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 110- overvoltage) was confirmed. Upon evaluation, the positive head of high-voltage capacitor c19 was found to be broken from the defibrillator board. The cause of the code 110 was the broken lead. The cause of the broken positive lead on c19 cannot be positively determined but is likely severe mechanical shock from physical impact. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change ((B)(4)) to reduce the pca strain was approved by FDA on (B)(4) 2012. Implementation began on (B)(4) 2013. Results will be monitored. No adverse event resulted from the defective monitor. The patient received a replacement monitor.